Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/09/2014 with the following findings: several cs-078 call service alarms, which can be indicative of the type of issue that was reported, were observed in the pump history data. A cs-078 call service alarm was observed during the investigation: the reported issue was duplicated. The pump case was removed, and evidence of moisture damage was found on the motor flex connector; this device failure directly caused the reported issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a cs-078 call service alarm occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.